Manufacturer narrative:
The mvp-5q cannot be returned for evaluation as it remains implanted in the patient; product analysis cannot be performed. The device was not returned and procedural images were not provided by the customer; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of mvp-5q migration immediately after release. There were no reports of patient injury in association with this event. It was noted that a 0.025" microcatheter was used during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date: additional information. Event description: additional information. Date manufacturer received: additional information. Type of report : additional information. Follow-up type: additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event information: the mvp was intended to embolize the arteria lienalis (splenic artery.) The vessel diameter was 3.4mm. Vessel tortuosity was described as normal. The mvp system was prepared as indicated in the IFU. A continuous heparinized saline flush was not used during the procedure. During the procedure, the mvp was deployed by unsheathing from the microcatheter. The mvp was allowed to sit in the vessel for two minutes before detachment. It was reported that the mvp migrated immediately after detachment. No attempts were made to retrieve the migrated mvp. Afterward, the procedure was completed using coil embolization.

Manufacturer narrative:
Device was not returned as it remains in the patient. The customer provided intra-procedural angiographic images for review. Internal review of the images confirmed migration of the mvp into distal segment of the splenic artery, however, the root cause could not be conclusively determined. From image review, it is possible that the mvp migrated as a result of a high flow environment. In addition, the mvp was allowed to sit for only 2 minutes prior to it being detached, which may not have sufficed to preclude mvp migration under those hemodynamic conditions. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. In addition, all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.